Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced time to time negative dysphotopsia with the lens. They have corrected negative dysphotopsia with an optic capture. Additional information was requested and received stating lens was remained in the patients eyes. The symptoms does not affected the patient's ability to go about their daily activities.